Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a bent stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation showed some use residue on the returned sample. Bends were observed in the returned stylet approximately 4.4 cm proximal to its distal tip as well as approximately 7 cm and 14 cm distal to the yellow handle of the stylet. No breaks were observed in the core wire of the stylet and the distal tip was found to be present and intact. A microscopic observation revealed no breaks or tears in the tubing at the distal end of the stylet, and the bend within this tubing was found to be near the interfacing of two magnets. Insufficient evidence was found on the returned sample to indicate a specific root cause of the bend in the stylet; however, possible contributing factors include advancement of the stylet against resistance and damage during manipulation, handling, or use. A lot history review (lhr) of refv2196 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch, "they have been checking stylets over when removing the piccs. Noticed a bend in wire but no difficulties with insertion." Additional info. Received 12/15/2021: what type of catheter securement was used? Statlock. On 04/27/2022 - the returned sample exhibited multiple bends.